Manufacturer narrative:
(B)(4). S/w 2.10h. Retainer ring = clear . The customer alleged insulin flow block/no delivery alarm and prime, fill anomaly on (B)(6) 2020. The pump passed the displacement test, rewind test, prime, seating test, basic occlusion test, force sensor test, occlusion test and self test. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 insulin pump fill cannula delivery. Then the pump delivered the 2.0 insulin pump s properly with water exiting the infusion set. No prime/fill anomaly noted. The pump was also programmed with multiple test boluses and monitored. All boluses delivered properly with water exiting the infusion set. No bolus anomaly noted. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No unexpected insulin flow blocked alarm/no delivery alarm noted during testing. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail, faded serial number label, scratched keypad overlay, pillowing keypad overlay, cracked keypad overlay at the select button and cracked retainer. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thus. Please see below for the no delivery alarm listed on the event date (B)(6) 2020 in the pump history screen. (B)(6) 01:26:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 01:37:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 06:41:00.000 alarm alert notification fault number = no delivery (7) - during basal, (B)(6) 2022 06:48:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 06:53:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 06:54:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 06:56:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 13:03:00.000 alarm alert notification fault number= no delivery (7) - during bolus, (B)(6) 2022 13:03:24.000 alarm alert notification fault number= no delivery (7) - during bolus, (B)(6) 2022 13:04:00.000 alarm alert notification fault number= no delivery (7) - during basal, (B)(6) 2022 13:07:00.000 alarm alert notification fault number= no delivery (7) - during basal, insulin flow block alarm/no delivery alarm was not confirmed. Prime/fill anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow block alarm during basal. The troubleshooting was performed and insulin pump alarmed no reservoir detected alarm. The customer reported that the insulin exits. The customer will discontinue the use of device. No harm requiring medical intervention was reported. The customer discontinued the use of device.